Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that image was lost during the procedure. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: device does not provide video signals at the output. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: this is a ccu issue. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that image was lost during the procedure. The procedure was completed successfully.